Manufacturer narrative:
Date of event was approximated to (B)(6) 2023, based on the date the manufacturer became aware of the event. Initial reporter address 1: (B)(6). Imdrf device code a0406 captures the reportable event of pancreatic stent kinked.

Event description:
It was reported to boston scientific that an advanix pancreatic stent was used and implanted during an endoscopic retrograde cholangiopancreatography procedure in the pancreatic duct, performed in february. The exact procedure date is unknown. During a planned stent removal procedure, it was noticed that the stent flap was kinked and flowed in a different direction. It was reported that the flap may have been hit with other devices during the procedure, causing it to kink. Another device of a different model was implanted to successfully complete the procedure. There were no patient complications reported as a result of this event.